Event description:
There has been no rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-08089. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this . Reason for reoperation: rupture.

Event description:
Patient reporting device rupture. Later patient reported "implants have been subject to a recall for several years now due to harmful substances". Device remains implanted. This relates to the right device.